Event description:
It was reported that the device was used during a right colon procedure, performing an anastomosis. The procedure was completed without complication. The patient was returned to the operating room for intra intestinal bleeding. They had to open the patient to correct the bleeding. It is not known the quantity of blood lost/replaced. There was no other reported patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.